Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell, underweight and brown particles in the shell. A visual and microscopic analysis was performed which identified: broken sharp on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp broken on posterior assessed as an unidentified (tear) opening. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.